Event description:
It was reported that the device failed to recognize a connection to a therapy cable or hard paddles via the therapy connector. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed that the therapy connector has been replaced with a new connector. The faulty therapy connector will not be returned to physio-control for evaluation. Proper device operation was observed through functional and performance testing and the device was returned to use. A conclusive cause of the reported failure could not be determined. The device will not be returned to physio-control for evaluation.